Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately eight months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that there was proximal and distal type I endoleaks. The decision was made implant valiant thoracic stent grafts proximally and distally to address the proximal and distal endoleaks. As the handle of the valiant captivia was being rotated the graft cover was not retracting. The physician was able to rotate the external slider counter clockwise; however, the stent graft would not deploy. The external slider stopped rotating and completely locked in place. The handle was disassembled but still unable to deploy the stent graft. The delivery system was removed from the patient. The delivery system was returned and its evaluation has been completed. The device was returned disassembled with some components broken. The internal slider was not returned. The stent graft was returned fully deployed. There were multiple kinks on the graft cover/sheath at 7 cm, 13 cm, 14.5 cm, 17.5 cm (severe), 21.5 cm, 25 cm, 28 cm, 30 cm, 33.2 cm, 36 cm, 37.5 cm, 41 cm, 44 cm, 46 cm and 49 cm from the edge of the graft cover. There was some wear on threads of the screw gear halves at 5-6.5 cm from the front grip. The endseal moved fine through the t-tube. Due to the condition of the returned delivery system, evaluation could not determine a root cause for the complaint. Given the multiple severe kinks on the sheath, vessel morphology may have been a factor.

Manufacturer narrative:
(B)(4).